Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. Mentor product analysis lab discovered a rent at the patch junction. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 7418457 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction procedure with a mentor ce med hgt te w/sut tabs 350cc tissue expander that deflated after implantation. Deflation of the left device was reported. As a result, the patient underwent explantation on (B)(6) 2018.